Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported he suddenly stopped hearing with the device. Reportedly the recipient did not have benefit between (B)(6) 2018 and the most recent appointment. No trauma is reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, two channels were reportedly disabled due to being extra-cochlear, which was most likely caused by a partial post-operative migration of the electrode array. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported he suddenly stopped hearing with the device. Reportedly the recipient did not have benefit between (B)(6) 2018 and the most recent appointment. No trauma is reported. Re-implantation is considered.